Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a resistance was felt in the unspecified bd insyte¿ autoguard¿ shielded IV catheter when removing it from the vein, and the end looked "slightly jagged". An ultrasound was performed and a foreign particle was found in the patient's vein. Another ultrasound was performed the following day, and a small section of the vein was removed, but the foreign particle was not found. An ultrasound was repeated a week later, and the patient suffered reddening and inflammation of the area. The following information was provided by the initial reporter: "it was reported that the end of the cannula tube appeared to have snapped when removed. On ivc insertion the clinician was unable to advance ivc thinking they potentially had hit a valve. The clinician retracted the needle and went to extract cannula, and small resistance was felt. On examination, the end looked slightly jagged, unsure if it snapped. On the (B)(6) 2020 , found on uss a small particle, possible foreign body. Patient went to theatre on (B)(6) for exploration of the area. A small section of vein removed. Foreign body not identified or found during the procedure. Uss repeat in one week. Patient felt that the area was reddened and inflamed. Staff involved are uncertain of canula gauge, batch number or barcode. Product packaging currently unable to be located. Patient has a planned appointment for repeat u/s."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. DHR could not be performed due to unknown lot#. H3 other text : see h.10.

Event description:
It was reported that a resistance was felt in the unspecified bd insyte¿ autoguard¿ shielded IV catheter when removing it from the vein, and the end looked "slightly jagged". An ultrasound was performed and a foreign particle was found in the patient's vein. Another ultrasound was performed the following day, and a small section of the vein was removed, but the foreign particle was not found. An ultrasound was repeated a week later, and the patient suffered reddening and inflammation of the area. The following information was provided by the initial reporter: "it was reported that the end of the cannula tube appeared to have snapped when removed. On ivc insertion the clinician was unable to advance ivc thinking they potentially had hit a valve. The clinician retracted the needle and went to extract cannula, and small resistance was felt. On examination, the end looked slightly jagged, unsure if it snapped. On (B)(6) 2020 , found on uss a small particle, possible foreign body. Patient went to theatre on 23/12 for exploration of the area. A small section of vein removed. Foreign body not identified or found during the procedure. Uss repeat in one week. Patient felt that the area was reddened and inflamed. Staff involved are uncertain of canula gauge, batch number or barcode. Product packaging currently unable to be located. Patient has a planned appointment for repeat u/s."